Manufacturer narrative:
No baseline submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. It is unclear from the complaint the full details of the use, however, as detailed in the instruction for use (IFU), cement properties can be greatly affected by the storage and usage conditions of the components. Depuy cmw recommends that all cements be allowed to equilibrate to 23 deg c before use and that the effect of local temperature conditions is taken into account when timing cements. The samples were conditioned and tested at a temperature of 23 degrees c. The wet out time was 9 seconds, which is the same as the time of manufacture. The mix and handling were typical of a smartset ghv bone cement.

Event description:
The pt underwent revision with different implants due to problem with cement setting up longer than expected.